Event description:
Knee pain. Info was received on 5/10/06 from a product mgr, who received the info from a health care professional in regards to a pt initials unk. The pt received two synvisc injections into an unk knee on an unk date. On an unk day after the second injection the pt complained of severe knee pain. There were no systemic reactions. Due to the severity of the pain the pt could not continue the treatment course. The health care professional that administered synvisc was very experienced in performing intra-articular injections and did withdraw fluid before the synvisc injection. No causality assessment was provided. At the time of this report the outcome was unk. Follow-up info was received from a health profession on 7/14/06 in regards to this pt. The pt received two injections of synvisc into the left knee. The first injection was in 2006 and the second five days later. The pt did not receive the third injection. The pt experienced left knee pain, swelling and effusion; dizziness, decreased blood pressure, hand convlusions, and diaphoresis. The pt was hospitalized on an unk date. On two days 30 ml of effusion was removed. The decreased blood pressure was treated with fluid infusion and the hand convlusions were treated with calcium injection. The physician assessed the adverse events as definitely related to synvisc. At the time of this report the pt had recovered.